Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 5/6/2025 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod was overriding the lens stuck in the mouth of the cartridge. Viscoelastic residue was observed to be distributed throughout the cartridge. The cartridge tip was observed to be bent. The lens module and device assembly were inspected revealing no issues. Viscoelastic residue was observed below the lens module indicating that an excessive amount of ovd may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the cartridge and cleaned revealing the lens was torn, scratched, and damaged with one haptic detached and the other bent. Conclusion the complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue device advancement issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was primed and the whole lens crumbled upon advancing the lens. Back up lens was used to complete the procedure. No other information is available.